Event description:
The customer reported that a monitor fell and was damaged. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that a monitor fell and was damaged. No patient harm was reported. Philips has received no data indicating that there was any device or mounting failure. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.